Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during interrogation the programmer was unable to establish telemetry with the implantable pulse generator (ipg). It was suspected that a flipped memory bit in the device caused the programmer to incorrectly recognize the device. The ipg is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis confirmed the inability to open a telemetry session. However, after opening the device, it was successfully interrogated. The no-telemetry condition was cleared by a power on reset (por) event during device opening. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.